Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The nozzle units of the gas module were found defective. After replacement of the nozzle units, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle units were not returned for our investigation, therefore the root cause for the defective nozzle could not been identified.

Event description:
Manufacturer ref (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no harm. Manufacturer ref.#: (B)(4).